Event description:
Reportedly, the reinforcement spring of the cannula does not keep the cannula open when the cannula is compressed.

Manufacturer narrative:
Evaluation summary - customer report was confirmed. Cannula was returned in sealed original package. Entire wire-reinforced section of cannula body was collapsed at different locations. The wires were collapsed, but did not appear to be exposed.